Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(6). Consumer stated she experienced discomfort after inserting a tampon. After investigating, she discovered the clear telescope applicator piece remained inside of her. She was able to remove on her own.